Event description:
It was reported that technical services (ts) was contacted with concerns regarding the battery longevity with this pacemaker. The field representative reported shortly after implant expected remaining longevity suddenly dropped to four years. Upon review of the available information, an elevated battery consumption was confirmed. Ts noted that the device exhibited a decrease in the intrinsic amplitude along with a decrease in rv pacing impedances, going from 800ohms to 300ohms. Furthermore, the right ventricular automatic threshold (rvat) test was noted to be in suspension, and a suspected loss of capture (loc) was observed. Further evaluation was recommended. Additional information was provided stating that a revision procedure was going be scheduled in the near future. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that technical services (ts) was contacted with concerns regarding the battery longevity with this pacemaker. The field representative reported shortly after implant expected remaining longevity suddenly dropped to four years. Upon review of the available information, an elevated battery consumption was confirmed. Ts noted that the device exhibited a decrease in the intrinsic amplitude along with a decrease in rv pacing impedances, going from 800ohms to 300ohms. Furthermore, the right ventricular automatic threshold (rvat) test was noted to be in suspension, and a suspected loss of capture (loc) was observed. Further evaluation was recommended. Additional information was provided stating that a revision procedure was going be scheduled in the near future. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received stating that this pacemaker was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported. This device has not been returned for analysis.